Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 302-309 mg/dl. The customer changed the cartridge and infusion set to address the occlusions. No issues were identified with the cartridge or infusion set. The cause of the occlusion was unknown.